Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon pulse injection via an implantable pump for spastic paralysis. It was reported that the patient experienced fluid accumulation around the pump. There was no relation to the product. Causal relationship to the catheter, pump, programmer and procedure was unknown. It was stated that on (B)(6) 2026, onset was identified after receiving an inquiry by email. The information was obtained only from a resident and details were unknown. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient's medical history was unknown. The adverse event reported was peri-pump fluid collection and peri-pump infection. The onset date was on (B)(6) 2026 and a system explantation was planned (consulted with surgery). The outcome was not recovered. Causality towards the drug was unrelated. Causality towards the pump, catheter, programmer and procedure was unknown. It was unknown if there was presence of overdose, withdrawal symptoms or drug tolerance. On (B)(6) 2026, during a refill, fluid accumulation around the pump was observed. The fluid collection was aspirated and evaluated and no evidence of infection was identified at the time, therefore, the patient was placed under observation. On (B)(6) 2026, upon re-evaluation, the finding was not considered within the acceptable range. The aspiration was repeated, and the fluid appeared turbid, leading to the diagnosis of infection. After consultation with surgery, the decision was made to proceed with system explantation. The physician commented that initially, infection was considered unlikely, however, turbidity was observed during repeat aspiration. The event was therefore reclassified as peri-pump infection. No causal relationship with the drug was considered.